Manufacturer narrative:
Additional information is being requested from the field; if provided a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. This was observed during a commanded test in the clinic. The device was reprogrammed to right ventricular (rv) to can. Technical services (ts) discussed options including a defibrillation threshold (dft) test post reprogramming of the device. The device remains in service. No adverse patient effects were reported.